Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had issue with insulin delivery. Customer states that they had a occlusion alert and change out set. Customer was trying to fill tubing but no insulin exists. Customer states they perform displacement verification test and test failed. Customer states that they noticed pump detects reservoir but none placed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.